Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed on 06/01/2011. The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged.